Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the alleging the insulin pump was over delivery. The customer¿s blood glucose level was 2 mmol/l at the time of incident and current blood glucose level was 3.1 mmol/l. Customer¿s other blood glucose level was 3 mmol/l. The customer treated with the food and glucose tablets. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer refer to back up plan. Troubleshooting was performed for over delivery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0869 inches. Installed a water filled test reservoir, and primed pump. Set a basal rate for 1 unit/hr and monitored the insulin pump for three (3) days. Several boluses were programmed and delivered. All basal profiles and programmed bolus delivered their indicated amount and were verified in the summary history screen. The units left at insulin pump display matched properly the units left at the test reservoir. No delivery anomaly, bolus anomaly, basal anomaly, or reservoir compartment anomaly noted during testing.